Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the cause of the thrombus was patient condition since a clot was discovered in the apex of left ventricle (lv).

Event description:
The user facility reported a 47-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a clot in the apex of their left ventricle during impella 5.5 support. As a result of the clot, the decision was made to explant the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.